Manufacturer narrative:
(B)(4)

Event description:
It was reported that revision surgery was performed 6 years after implantation due to increased blood values of metal and pseudotumors.

Manufacturer narrative:
[(B)(4)].